Event description:
Patient stated the catheter malfunctioned. The catheter was replaced. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709 lot # j0058218r implanted: (B)(6) 2001 explanted: (B)(6) 2012. (B)(4).

Event description:
Additional information: it was reported that the patient went through withdrawal symptoms when the catheter malfunctioned. The patient became ¿violently¿ ill with nausea, diarrhea, and the patient could not eat or drink anything. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).